Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2013-11616. It was reported the patient was experiencing pain and discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the ipg was explanted and replaced due to the set screw coming out of the ipg. The patient also vomited during the procedure. One of the extensions that was intended to be implanted showed invalid contacts. As a result, another extension was used and impedances were normal. Surgical intervention provided resolution.